Event description:
It was reported the patient had been doing well therapeutic wise for retention. The patient was voiding well and emptying the bladder. However this past week, the patient had a ¿huge flare up¿ with interstitial cystitis and they could not empty well. They would have to stand up to empty. The patient also had some more tailbone pain. It was noted the patient changed to program 1 the night prior. On the date of the call, the patient could void better and sit down to use the bathroom. On program 1, the patient felt stimulation in the left butt cheek area and on program 2 they felt it in the rectum. It was noted that at the time of the call the patient did not feel stimulation, but knew it was on. When the patient would first turn it on, they felt a ¿real hard fast electrical flutter/jolt.¿ on program 2, it hurt in the rectal area and the felt ¿squeezing.¿ about two weeks later, it was indicated the patient had received assistance from their doctor or manufacturer representative and their concerns were resolved. An appointment on (B)(6) 2014 was noted.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va0f1za, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).